Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) felt a boom inside of her and was wondering if she received a shock. Technical services (ts) reviewed the data and determined the patient had received one inappropriate shock due to double counting of a wide complex of supraventricular tachycardia (svt). Ts referred the patient to call the physician. At this time, the system remains in service. No adverse patient effects were reported.